Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ pro pen needles medication was unable to be delivered. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter, translated from german to english: according to pharmacist a customer reported that since a few months she would always have 5-6 pen needles per box which wouldn't release liquid. She brought 1 pen needle from lot 2277294 from the last box but it wouldn't be a needle with that problem, so no sample is available.